Event description:
Pt had indwelling foley bard #18 french catheter. Complained of lower abdominal pain. Catheter had drained 800 cc's of urine (this was in bag). - nurse felt pain was due to bladder distention, deflated balloon & 900 cc's of urine then drained from bladder.